Event description:
User facility voluntary medwatch rec'd that stated: "omni pump set for chemotherapy treatment. Tubing connected then unclamped for about 5 minutes when the rn noticed an arcing spray coming from the line." Upon further query, the following info was provided that indicated a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. It was reported that after five minutes in use, the tubing leaked from an unspecified location. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
Attachment: user facility voluntary medwatch report. The report number was not provided. Due to hazardous contamination, the device will not be returned for investigation.